Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from same lot. It was reported the patient is experiencing episodes of overstimulation and unintended stimulation in unwanted areas. X-rays were taken and indicated the leads had migrated. Surgical intervention may be pending to address this issue.